Event description:
The unit's poppet valve is contaminated with foreign substance. Per repair statement attached unit is alarming red light.

Manufacturer narrative:
Per repair statement attached unit is alarming red light.